Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, a lantern delivery microcatheter (lantern) was inadvertently dropped on the floor. The lantern was dropped prior to use and therefore, was not used for the procedure. The procedure was completed using a new lantern without any issues.